Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: the device was not returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable issue. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no image on output 2 is caused due to cable issue. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a 'check issue: no image issue on output 2.' The issue was found during setup/inspection for use. There were no reports of patient harm.